Manufacturer narrative:
(H3) the investigation into the reported "positioning issues" has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. As per clinical, the impella position became shallow due to left ventricular thrombus and the impella cp was explanted due to complication. The cause of the positioning issue was due to patient's condition related with patient having left ventricle (lv) thrombus complicating pump repositioning.

Event description:
The user facility reported a 69-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported the impella cp was removed due to left ventricular thrombus and poor positioning due to thrombus. The medical staff reported "impella in aorta" alarms additionally, even with pulsatile placement signal and pulsatile motor current. Echo confirmed proper placement across valve. The patient continued on ECMO support. There was no known harm or injury.